Event description:
Account reports one incident in which during an ambulance dispatch call for a cardiac call, the pt was loaded into the ambulance and coded. An i.v. Was started and i.v. Push meds were being given when "the tubing on the i.v. Drop set would continuously blow out of the connection at the med port". The paramedic manually put the set back together and held it in place while continuing to push medication. Pt went into a pulseless bradycardia and atropine i.v. Push medication was given into the flashball. The medication "sprayed back out around needle and would not go into tubing". Reporter stated pt expired, though reporter did not know if the separation of the reported device contributed to the death.